Event description:
The manufacturer received information alleging a ventilator inoperative alarm condition occurred. The customer called the manufacturer requesting part numbers for the trilogy evo so that they could replace the flow sensor and system pca. There was no harm or injury reported.